Event description:
It was reported that the patient's pump was removed due to infection. The patient had an onset of infection on (B)(6) 2011 with signs and symptoms of redness, swelling, drainage, incisional wound opening. The location of the infection was noted as the device pocket and the infection was described as being chronic. A fluid culture was obtained of both an aerobic and anaerobic gram stain. The patient was treated with perioperative, IV and oral antibiotics and a total device system explant. The pump and catheter were removed on (B)(6) 2011. The patient outcome was reported as infection resolved. The medication in the pump was hydromorphone. It was noted that the patient did not experience any drug withdrawal related to the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2010 (B)(6), explanted: 2011 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).